Event description:
It was reported that during an unknown procedure, it was observed that the gst45w reload could not match with the gst gun. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2026. B3: only event year known: 2025. D4: batch #512c05. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45w reload was received unfired with an open package, with the pan partially dislodged from right side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device gst45w with lot number 611c30; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 512c05, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.